Manufacturer narrative:
Age or date of birth:(B)(6).

Event description:
It was reported that a dissection occurred. Procedure summary: vascular access was obtained via a right transfemoral approach. A 14f isleeve introducer sheath was placed. A small size acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the instructions for use (IFU). The acurate neo2 tf ds was advanced into position to treat the native aortic annulus. The small size acurate neo2 valve was implanted with a good result. Upon removal of the 14f isleeve introducer sheath and closing of the groin access site, it was noted that the patient had a right exteral iliac dissection close to the bifurcation. A balloon catheter was placed from the contra lateral side to stem the bleeding. Then a covered stent was implanted with a good result. Patient status: the patient is recovering.